Event description:
It was reported that the bd alaris medical infusion system administration sets were leaking. The following was received from the initial reporter: I just heard that there were some leaking filters this past week.

Manufacturer narrative:
H.6. Investigation summary: the customer reported there were some leaking filters, but no photo or sample was provided. Without the sample or photo, a root cause could not be determined and the complaint is not verified. A device history record review could not be performed on material 10013902 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd alaris medical infusion system administration sets were leaking. The following was received from the initial reporter: I just heard that there were some leaking filters this past week.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.